Manufacturer narrative:
Aduring the requested site visit, the field service representative (fsr) inspected the instrument and resolved the issue by cleaning the dirty cmia wash tubing (rohs) (7-203686-01). A review of the architect i1000sr processing module, serial number (B)(6) service history was performed and no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect i1000sr processing module did not identify any similar issues as described in this complaint. Additionally review of complaint and trending data associated with the architect cmia wash tubing did not identify an increase in complaint activity. The architect system operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. The architect i1000sr service and support manual provides instruction for the removal, replacement, and verification of the cmia wash tubing (rohs) (7-203686-01). A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation no product deficiency was identified for either the architect i1000sr processing module, serial number (B)(6), or cmia wash tubing.

Event description:
The customer observed false repeat reactive architect hiv ag/ab combo results on multiple patients that negative on other methods. The results provided were: patient 1: initial=1.60 s/co (> or = 1.00 s/co=reactive) /repeated=1.57 s/co /on architect i2sr=0.20 s/co (< 1.00 s/co=nonreactive) /colloidal gold standard method=negative. Patient 2: initial=2.19 s/co /repeated=2.21 s/co /on architect i2sr=0.14 s/co /colloidal gold standard method=negative. Patient 3: initial=1.40 s/co /repeated=1.16 s/co /on architect i2sr=0.17 s/co /colloidal gold standard method=negative. Patient 4: initial=2.00 s/co /repeated=2.20 s/co /on architect i2sr=0.20 s/co /colloidal gold standard method=negative there was no reported impact to patient management.